Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the implant did not deploy the second suture. During the procedure, the device appeared to be stuck in the depth gage and all components were removed before the surgery was continued. There were no consequences or impact to the patient and another device was used to complete the procedure. Attempts have been made and no further information has been provided.